Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning main pcb. The foreign distributor installed a replacement main pcb to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of june 11, 2015 the alleged faulty component has not been received.

Event description:
It was reported: "our dealer claims this ventilator is alarming vent inop, they claim the main pcb was replaced and the problem was corrected."

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela main pcba, installed in vela test unit, powered on with received settings and reported problem was immediately duplicated unit alarming vent inop, powered unit in service mode and exported event error. Noticed 24v power supply voltage to low event and replaced resistor. Powered unit on with no anomalies, problem was isolated to bad 100k resistor r608.